Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Customer used 3 different inratio2 meters for comparisons. Please see MFR reports 2027969-2011-01220, 01221, for other meters.